Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for normal follow-up. Upon interrogation, the pulse generator exhibited telemetry anomaly indicating episode ongoing. After a firmware download, normal device function resumed. The patient would continue to be monitored.